Event description:
It was reported while using bd nano¿ pro ultra-fine¿ pen needles 32g x 4mm (100 count) there were issues priming. There was no report of patient impact. The following information was provided by the initial reporter: spouse of consumer reported needle clog during priming, stated that there is no insulin flow. Husband and wife use needles from the same box, both are having the same issue. Two replacement products sent on original case file # (B)(4).

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 3025242 d4. Medical device expiration date: 31jan2028 h4. Device manufacture date: 25jan2023.

Event description:
It was reported while using bd nano¿ pro ultra-fine¿ pen needles 32g x 4mm (100 count) there were issues priming. There was no report of patient impact. The following information was provided by the initial reporter: spouse of consumer reported needle clog during priming, stated that there is no insulin flow. Husband and wife use needles from the same box, both are having the same issue. Two replacement products sent on original case file # (B)(4). .